Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-2324kbcc knotless swivelock part of the screw broke as well as the knotless mechanism, which cause the anchor to pull out. This was discovered during an rcr procedure. A 5.5mm swivelock was opened to complete the repair and implanted in the same bone socket created for the 4.75mm swivelock. The sales representative is unsure if all broken pieces and sutures were retrieved from inside the patient.